Event description:
The event is reported as: the clips would not close during a prostatectomy procedure. No reported pt injury.

Manufacturer narrative:
No sample will be returned for investigation. The investigation is not complete at the time of this report. A follow up investigation report will be sent when completed.